Manufacturer narrative:
E. Initial reporter event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold tests. There was no patient involvement reported.